Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that since most recent hospital discharge, the patient has had orthostatic dizziness with 3 syncopal events when standing. The patient was admitted (B)(6) 2019 from clinic for right heart catheterization (rhc) and cross-sectional imaging to further evaluate cannula positioning. Transesophageal echocardiography (tee) showed inflow cannula abuts the septum and turbulent flow. Rhc with normal filling pressures at rest but moderately elevated with exercise. Discussed case with surgeon a pump exchange given cannula position but it was felt too risky to proceed without exploring other noninvasive options first. The patient has gained 40 lbs since implant and it is suspected that weight gain and deconditioning may be playing a role. The patient was referred to cardiac rehab and stopped home dopamine given he had no benefit from it. No further information was reported.